Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that air in line observed without any visible air and changed channels. There was no patient involvement.

Manufacturer narrative:
Omit: a0401 - break (1069), a040502 - corroded (1131), a1801 - contamination, g04067 - hinge, g02017 - electrical port, c07 - mechanical problem identified. Correction: describe event or problem and manufacturer narrative. Investigation summary: the report of a "pump not passing the pressure test" was confirmed during log review and replicated during laboratory testing. Asm patient side occlusion test was performed to replicate the reported issue. Occlusion test showed a value. Of 5.1 psi; indicating the pump was operating out of specification. Pressure calibration test was performed on the suspect pump module, then, the patient side occlusion test was performed again. The occlusion test failed with a recorded value of 6.3 psi. Five (5) trials of the occlusion pressure sensor test were conducted to determine whether the reported issue was intermittent or consistently present. The occlusion pressure failure was observed to be intermittent. Asm patient side occlusion test was performed to verify the correct functionality of the fluid side pressure sensor. The test passed successfully indicated that the fluid side sensor is working within specification. Alaris system maintenance analog sensor task was performed on the suspect pump module to verify that the pressure sensors were working correctly. Both sensors were found to be within specification. The pressure sensors of the suspect pump module were switched of side to verify whether the issue could be reproduced with different components. The devices pass in all pressure sensor test trials performed. After a temporary replacement of the patient side pressure sensor, the occlusion pressure sensor test was then repeated to determine consistency throughout the testing. The devices pass in all trials performed. Preventative maintenance (pm) testing was performed on the suspect pump module. The task completed successfully without any observed errors or malfunctions a log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters beyond rate and volume to be infused (vtbi). From june 2014 to october 2024 several error codes 240.4150 (sensor_broken_high_failure) were recorded on the error logs; the last error recorded was on (B)(6) 2024, at 4:10 pm. No infusions were recorded the day of the reported event. The last infusion recorded was on (B)(6) 2025, at 2:30 pm with a rate of 125ml/h and a vtbi (volume to be infused) of 200ml. The pump module was attached to the pcu s/n (B)(6). Per the bd alaris¿ system with guardrails user manual (v12.1) states: ensure the upper fitment is not elevated above the fitment recess on the pump. Do not stretch or twist the set while loading or when closing the door. Ensure tubing is correctly placed over pressure sensors. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the reported ¿pump not passing the pressure test¿ could be attributed to a malfunctioning patient side pressure sensor. Note that this report lists imdrf annex a040101, c0601, d0301, g04100 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Additional information: imdrf annex a, g, c codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air-in-line was observed without any visible air, clinician changed channels. There was no patient involvement. Upong inspection by customer biomed it was noted that no fault was found when performing analog sensors test. The fluid side test passed. The patient side occlusion test failed at 5.75 psi. Performed rate test -and failed at10.7 g. Recalibrated rate - passed after performed pressure test again - increased from last try but still not passing replaced bottle pressure sensor & recalibrated pressure - 9.9 psi after service. Customer biomedical engineer further reports this device has had an increase reports of pump not working or "occluded". By clinical staff and during preventative maintenance. Including not passing the pressure test. Biomed performed functional check - device not passing pressure test. Recalibrated 2x (default + advanced) - did not pass replaced patient sensor - recalibrated afterwards - did not pass. Replaced bottle pressure sensor - recalibrated - did not pass. Assumed rate was playing a part in fault - recalibrated rate - test passed.

Manufacturer narrative:
Correction: returned to manufacturer on and remedial action#. Additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a "pump not passing the pressure test" was confirmed during log review and replicated during laboratory testing. Asm patient side occlusion test was performed to replicate the reported issue. Occlusion test showed a value of 5.1 psi; indicating the pump was operating out of specification. Pressure calibration test was performed on the suspect pump module, then, the patient side occlusion test was performed again. The occlusion test failed with a recorded value of 6.3 psi. Five (5) trials of the occlusion pressure sensor test were conducted to determine whether the reported issue was intermittent or consistently present. The occlusion pressure failure was observed to be intermittent. Asm patient side occlusion test was performed to verify the correct functionality of the fluid side pressure sensor. The test passed successfully indicated that the fluid side sensor is working within specification. Alaris system maintenance analog sensor task was performed on the suspect pump module to verify that the pressure sensors were working correctly. Both sensors were found to be within specification. The pressure sensors of the suspect pump module were switched of side to verify whether the issue could be reproduced with different components. The devices pass in all pressure sensor test trials performed. After a temporary replacement of the patient side pressure sensor, the occlusion pressure sensor test was then repeated to determine consistency throughout the testing. The devices pass in all trials performed. Preventative maintenance (pm) testing was performed on the suspect pump module. The task completed successfully without any observed errors or malfunctions a log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters beyond rate and volume to be infused (vtbi). From june 2014 to october 2024 several error codes 240.4150 (sensor_broken_high_failure) were recorded on the error logs; the last error recorded was on (B)(6) 2024, at 4:10 pm. No infusions were recorded the day of the reported event. The last infusion recorded was on (B)(6) 2025, at 2:30 pm with a rate of 125ml/h and a vtbi (volume to be infused) of 200ml. The pump module was attached to the pcu s/n: (B)(6). Per the bd alaris¿ system with guardrails user manual (v12.1) states: ensure the upper fitment is not elevated above the fitment recess on the pump. Do not stretch or twist the set while loading or when closing the door. Ensure tubing is correctly placed over pressure sensors. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the reported ¿pump not passing the pressure test¿ could be attributed to a malfunctioning patient side pressure sensor. Note that this report lists imdrf annex a040101, c0601, g04100 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air-in-line was observed without any visible air, clinician changed channels. There was no patient involvement. Upong inspection by customer biomed it was noted that no fault was found when performing analog sensors test. The fluid side test passed. The patient side occlusion test failed at 5.75 psi. Performed rate test -and failed at10.7 g. Recalibrated rate - passed after performed pressure test again - increased from last try but still not passing replaced bottle pressure sensor & recalibrated pressure - 9.9 psi after service. Customer biomedical engineer further reports this device has had an increase reports of pump not working or "occluded". By clinical staff and during preventative maintenance. Including not passing the pressure test. Biomed performed functional check - device not passing pressure test recalibrated 2x (default + advanced) - did not pass replaced patient sensor - recalibrated afterwards - did not pass replaced bottle pressure sensor - recalibrated - did not pass assumed rate was playing a part in fault - recalibrated rate - test passed.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported air in line observed without any visible air was not replicated during laboratory testing. A log review confirmed the ail alarm reported by the facility. External and internal inspection of the returned device showed no obvious issues or anomalies. All parts inspected were manufactured by bd. The false air in line product analysis procedure was conducted to verify the device's functionality and attempt to replicate the reported issue. The suspect pump module successfully passed all tests performed. A review of the event logs was performed with the limited information contained in the pump module event log. No infusion was observed on the reported date of 25 april 2025; however, on 14 april 2025 it was observed an infusion and an ail alarm event. On 14 april 2025 the pump module was selected, a secondary infusion was programmed with a rate = 658 ml/hr and a vtbi = 324 ml, the infusion was started. At 1:44:21 pm the device alarmed for air in line, the device was channeled off. The alaris system user manual v12.1.3 says on chapter 2¿bd alaris¿ pump module model 8100 and bd alaris¿ syringe module model 8110 on summary of warnings and cautions the next statements to prevent air in line alarms: ensure that patient is not connected when priming. Minimize downstream infusion of air by incorporating the following steps: 1. Expelling air from the line during priming 2. Allowing cold solutions to warm to room temperature to prevent outgassing 3. Setting appropriate air-in-line thresholds 4. Ensuring the drip chamber remains vertical 5. Incorporating the use of a 0.2 micron in-line filter when clinically appropriate for high-risk patients; for example, neonates 6. Entering a vtbi less than or equal to the container volume 7. Ensuring appropriate venting when using containers, glass bottles, and burettes 8. Air reaching the patient could have serious consequences, such as: decreased oxygenation, seizures, arrhythmia, stroke, cardiac and/or respiratory arrest. Minimizing air in the line is particularly important for low, very low, and extremely low birth weight neonates. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported air in line alarm observed without any visible air was not replicated during laboratory testing. A log review confirmed the ail alarm reported by the facility. Note that this report lists imdrf annex a1801, a040502, a0401, b01, c0601, c07, d0302, d15, g02017, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the biomed during testing that air-in-line was observed without any visible air and changed channels. There was no patient involvement.